Manufacturer narrative:
The philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that there was no power to the system. The review of system log files showed ups failure. Upon troubleshooting, blown fuse was found, indicating ups failure. To resolve the issue, the customer replaced the ups, after which the system was returned to use in good working condition. The philips initiated field safety corrective action (2024-igt-bst-009) for ups malfunction. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.